Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of infection. Medical records were received from legal. Records are available for further review. Update (B)(6) 2016 - pfs and medical records received. Litigation now alleges infection. After review of the medical records for MDR reportability, the revision operative note confirmed infection. The cup and screw are now being added to the complaint. The stem has already been reported on com (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot no device associated with this report was received for examination. A review of the device manufacturing records (DHR) was performed as part of (B)(4)investigation. No related deviations or anomalies were identified. Please see the respective complaint for those results.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. (B)(40.

Event description:
Ppf alleges infection requiring intravenous antibiotics and elevated metal ions after first revision.